Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 28nov2023: the procedure performed was a left heart catheterization, coronary angiography, percutaneous coronary intervention (pci), intravascular ultrasound (ivus), ifr, us guided vascular access, and ivl (intra vascular lithotripsy). The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 2 to provide additional information to section b5.

Event description:
Additional information was received on 26dec2023: the procedure performed prior to using the tr band was a left heart catheterization, coronary angiography, percutaneous coronary intervention (pci), intravascular ultrasound (ivus), ifr, us guided vascular access, and ivl (intra vascular lithotripsy). 10ml's of air were injected into the tr band when it was applied. Sixty-six (66) minutes after the procedure the tr band started to be deflated. Hemostasis achieved with a tr band. No blood loss was reported. There was no damage to the device. The patient was stable.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states that when inflating the band to provide pressure while removing the sheath, the tr band began to lose air. The syringe was not connected at this time. The original intended procure was tr band. The device did function as intended.